Manufacturer narrative:
2597, 2123, 2558 = "nl". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information, the patient has experienced occasional tailbone pain when sitting for a prolonged periods, need to use a double void technique, urethral bleeding, brownish vaginal discharge, urinary leakage, vaginal dryness, vaginal mucosal atrophy, gross hematuria, lower urinary tract symptoms including frequency and urgency, mesh arms palpable laterally in the anterior vagina, mesh arms tender upon palpation, vaginal yeast infections, acute vaginitis, acute vulvitis, persistent vaginal bleeding with odor and discharge, urinary tract infections, leaking at night when she rolls over causing urine to run down her bottom, recurrent stress incontinence, burning when urinating (dysuria), distal posterior mesh exposure with yellow discharge and odor, overactive bladder, significant urethral discharge, mixed incontinence (urge and stress) and required one surgical intervention and multiple nonsurgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant.¿ (B)(4). Sample not received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment.